Event description:
The procedure was a diagnostic laparoscopic colorectal surgery. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord sheath light guide bundle was severely interrupted or weakened, the insertion section light guide bundle was slightly interrupted or weakened within acceptable limits, and the optical transmission was lost or too low based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the universal cord sheath light guide bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a dark image. The issue was identified in preparation to an unspecified diagnostic procedure. There were no reports of patient harm.